Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 3/20/19. Device returned to manufacturer? Yes. Device evaluation: loose particles were observed on the lens surface that could be related to handling the lens in a non-sterile environment. One of the haptics looked slightly distorted, but the other haptic was missing and not returned. Based on the conditions of the returned sample, the reported issues could not be verified and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling, but prior to insertion an intraocular lens (iol) lens was stuck in cartridge. There was patient contact. Through follow up, the customer confirmed that the lens was inserted half way and then got stuck in the cartridge. There was no patient injuries. The lens was successfully replaced with the same model and diopter. No additional information was provided to johnson & johnson surgical vision.